Manufacturer narrative:
H.10: a livanova service technician tested the device and could not reproduce the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Serial number of device has been provided and has been added to the dedicated d.4 section as well as UDI code. Manufacturing date of device has been added accordingly to the h.4 section. H.10: the unit was internally visually inspected by the authorized field service technician and a severe amount of dried fluid was detected into the clamp housing. The unit will be returned to the manufacturer site for repair. Based on the investigation performed for similar cases in which fluid penetration was found into the clamp, fluid ingress can lead to malfunction of the electronic boards with consequent displayed error codes / messages. Therefore, the reported error was most likely caused by fluid ingress into the clamp probably caused by improper cleaning by the user. As per device instruction for use liquids must not enter the housing and the user is required to not use sprays. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H10: the affected device was returned back to the manufacturer site for repair. Inspection confirmed findings reported in the previous supplemental reports. Internal circuit boards were found to be damaged by fluid ingress leading to the reported event. The boards and photo-sensor were replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the scp erc tubing clamp / 620mm. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a scp erc tubing clamp / 620mm gave an alarm and "check connection" warning appeared during use. The issue did not improve despite device restart. There was no report of patient injury.